Event description:
The customer reported that there was a communication failure error message. This error is likely to result in system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The gib pcb and connectors were reseated during the svc call. The voltage on the 5 vdc power supply was also optimized. The sys was tested and found to be working as intended and put back into svc.